Event description:
It was reported during the implant procedure that the lead was not used due to oversensing of ventricular noise and a loss of capture. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies were found however, on the visual inspection, screw marks were observed on the rv-1 lead that were to proximal. The rv-1 lead was not fully inserted into device. Additionally, the inner tubing was kinked/buckled.